Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed (through the history log) but did not reproduce the upstream occlusion alarm. Eval found the readings on the ultrasonic sensor with a fluid filled tube to be below spec, which would make the pump more sensitive to upstream occlusion alarms. The upstream sensor and upstream pusher were replaced.

Event description:
During baxter's functional testing of a spectrum pump, the device alarmed upstream occlusion when no occlusion was present. There was no pt involvement.